Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings:.crack at top of cartridge compartment, still able to tighten cartridge cap. Battery compartment crack above and below grip pad. Audio bolus button cover punctured, but audio bolus button still responds to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.